Event description:
Current implants are smooth saline, but unsure of brand. Implant surgery was completed approximately 2005. Around 2014, started developing severe depression. The next year, lots of lymph nodes on the left side of neck swelled. After tons of tests and scans, including a biopsy, results were unknown. Stomach issues, including constant passing of gel like substance. Stopped making progesterone for a little while. The next year, gained 17lbs in 2.5weeks. 2019 developed urticaria. 2020 started losing hair. Increased anxiety and depression. Constant swelling in both biceps. Itchy, tingly arms. Water retention. Can not lose weight. All blood tests continue to show normal levels. So many tests done over the past 7 years to list. All showed normal results. Even biopsy of enlarged lymph node. FDA safety report ID # (B)(4).